Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amplatzer steerable delivery sheath. After the defect was sized via transesophageal echocardiogram (tee), the physician planned to use either a 25mm or 28mm amulet device. A non-abbott guidewire was introduced, and the steerable sheath was tracked over the guidewire. The dilator was then removed from the sheath, a pigtail catheter was advanced over the guidewire, and the guidewire was removed. At this time contrast was injected into the appendage and the patient's blood pressure dropped. The procedure was paused to monitor the patient's blood pressure. The patient's blood was recycled the patient's blood pressure returned to a safe reading. No pericardial effusion was noticed at this time. The procedure was continued. Fluoroscopy images were then taken, and the physician decided to use the 28mm amulet device. The 28mm device was advanced into the appendage and deployed. Before the device was released, the patient's blood pressure dropped to 68/38. The physician observed via tee that a large pericardial effusion occurred in the pericardial space. The device was released from the delivery cable shortly after the pericardial effusion was noticed. The pericardial effusion progressed to cardiac tamponade. A pericardiocentesis was performed and fluid was removed from around the heart. Protamine was administered to reverse the heparin and increase the patient's clotting time. Approximately 10-15 minutes later, the patient's blood pressure improved to 148/67 and the patient became stable. The patient remained in the hospital overnight and improved. The patient was discharged the following day.

Event description:
N/a.

Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but the reported effusion may have contributed to the hypotension.